Event description:
Pt was revised to address instability. Pt had severe ligament damage and a torn patella tendon. Slightly noticable medial poly wear was found intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the exact root cause could not be determined, info provided indicates that the pt's soft tissue damage may have been a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.